Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The peritoneal dialysis (pdrn) reported touch contamination as the suspected cause of the adverse event; however, this cannot be confirmed without the culture results. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021, the patient was admitted to the hospital. The patient¿s admitting diagnosis was unknown; however, the physician mentioned the patient experiencing drain complications. At some point after being admitted to the hospital, the patient was diagnosed with peritonitis. No hospital records are available with culture results or white blood cell values despite being requested by the pdrn. The patient was discharged on (B)(6) 2021 with intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient reported (date unknown) a rash over their body (unspecified location). The patient was seen by a dermatologist the same day and it was discovered the patient was having a rare reaction to the vancomycin. The patient¿s antibiotic was switched to ancef (route, dose, and frequency unknown) which was completed on (B)(6) 2021. The patient will have a repeat culture on (B)(6) 2021. The suspected cause of the peritonitis is touch contamination as reported by the pdrn; however, that is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021, the patient was admitted to the hospital. The patient¿s admitting diagnosis was unknown; however, the physician mentioned the patient experiencing drain complications. At some point after being admitted to the hospital, the patient was diagnosed with peritonitis. No hospital records are available with culture results or white blood cell values despite being requested by the pdrn. The patient was discharged on (B)(6) 2021 with intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient reported (date unknown) a rash over their body (unspecified location). The patient was seen by a dermatologist the same day and it was discovered the patient was having a rare reaction to the vancomycin. The patient¿s antibiotic was switched to ancef (route, dose, and frequency unknown) which was completed on (B)(6) 2021. The patient will have a repeat culture on (B)(6) 2021. The suspected cause of the peritonitis is touch contamination as reported by the pdrn; however, that is not confirmed.

Manufacturer narrative:
Correction: a2 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.